Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer is having problem with insulin pump. Customer does not see insulin exiting the infusion set. The current blood glucose reading is 176 mg/dl. Customer stated that he was in the hospital and the insulin is not exiting the infusion set faster than it is. Advised the customer that the insulin pump will be replaced. Nothing further reported.